Event description:
It was reported that the patient's device received a power on reset. The patient is undergoing radiation treatment on the same side as the device is implanted. The device was reprogrammed to the proper settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. 2 - pors for write to locked ram, on (B)(4) 2011 09:43:24, addr=101e, data=01, and (B)(4) 2011 09:41:08, addr=0c2d, data=5d. 1 - patient alert for por on (B)(4) 2011 08:41:08.